Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot# q03j3p. As a result, no abnormality was found in records. Thirteen thousand two hundred and thirty six units of this lot# q03j3p were distributed to the medical facilities and no similar sae using this lot# q03j3p was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.

Event description:
An elderly female patient (pt) has been dialyzed using rexeed r (re-use type). On (B)(6) /2010, the dialyzer (rexeed-15s; single use type) was used for hemodialysis (hd). Three minutes after start of treatment, blood pressure decreased (systolic blood pressure: 130 approximately 140 = 94mmhg). Additionally shortness of breath, flushing of face and extremities, itchy sensation happened. On (B)(6) 2010, within 3 minute start of treatment, patient status changed from talking and joking to heart rate of 140, respirations 40, "beet red" face, itching to respiratory failure. Patient was intubated and sent to intensive cadre unit on ventilator. Her status became stable and returned to the nursing home on (B)(6) 2010.